Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted that imaging was difficult. The clip was prepared and advanced into the anatomy. It was noted that grasping the leaflets had been difficult. Once positioned; while establishing final arm angle (efaa), it was observed the clip opened continuously from 10 degrees to 60-70 degrees. Troubleshooting was performed, but the issues continued to occur; therefore, the clip delivery system (cds) was removed and replaced. Two clips were then deployed on the mitral valve, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated, and the reported positioning failure associated with leaflet grasping appears to be related to patient conditions (restricted posterior leaflet that created a large coaptation gap). A cause for the unintended movement of clip opening during efaa, however, cannot be determined. Image resolution poor is related to patient and procedural conditions as some difficulty because of shadowing on the posterior part of the heart was reported due to patient anatomy. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted that imaging was difficult. The clip was prepared and advanced into the anatomy. It was noted that grasping the leaflets had been difficult. Once positioned, while establishing final arm angle (efaa), it was observed the clip opened continuously from 10 degrees to 60-70 degrees. Troubleshooting was performed, but the issues continued to occur; therefore, the clip delivery system (cds) was removed and replaced. Two clips were then deployed on the mitral valve, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.